Event description:
Negative immulite 1000 troponin I results on two patients samples were obtained. These samples were re-tested on a different instrument and the troponin results were positive. The positive results were reported to the physician. Patient treatment was not altered. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to a small syringe that had become loose. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.